Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hypoglycemia symptoms while using the infusion device. The patient was in the process of changing the insulin cartridge and the piston rod wasn't rewinding completely. The patient decided to push the piston rod, pressing it with the cartridge resulting in an unspecified amount of insulin being delivered to the patient while the infusion device was still connected. The patient started to experience hypoglycemia symptoms with a blood glucose result of 30 mg/dl and he was unconscious. The patient's son treated him with soda and water with sugar. A doctor visited him at his home to check him. The patient was not taken to the hospital.